Event description:
Journal reference: fraix, et al. "Clinical and economic results of bilateral subthalamic nucleus stimulation in parkinson's disease." Journal of neurology, neurosurgery, and psychiatry. 2006; 77(4): 443-449. The article discussed a prospective multicentre study in 95 consecutive parkinsons disease (pd) pts receiving bilateral stn stimulation and assessed its effects over 12 months. Pts were implanted with model 3389 lead and dbs neurostimulator (model 7424 or 7428). Reportable events: the 3389 lead (n=1) - one pt developed an intracerebral haematoma during electrode implantation resulting in permanent left hemiparesis with ongoing consequences for daily living. The electrode was not implanted. The 3389 lead (n=1) - one pt experience intracerebral haematoma during electrode implantation resulting in permanent frontal lobe dysfunction with increased dementia. The 3389 lead (n=3) - three pts developed an intracerebral haematoma and experienced temporary hemiparesis or confusion with complete remission within one week. The 3389 lead (n=1) - one pt experienced lead migration after three months requiring reimplant. The 3389 lead (n=1) and dbs extension (n=1) - one pt experienced one extension lead infection requiring the removal of all implanted devices and antibiotherapy. The pt was operated on 9 months later without sequelae. Neurostimulator (n=2) - two pts caught pneumonia in the immediate postoperative period. The 3389 lead (n=18) - nine pts experienced depression. The 3389 lead (n=4) - two pts experienced psychosis. The 3389 (=10) - five pts experienced hypomania. The 3389 lead (n=4) - two pt experienced apathy.

Manufacturer narrative:
.